Manufacturer narrative:
A follow up was performed with the customer, and it was reported that all connections were retightened on the device. The customer then reported that the issue was hard to duplicate. A performance verification test was performed and passed. The customer could not confirm if the device was returned to service by the department. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "pressure regulation high" error message (1009). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "pressure regulation high" error message (1009). The rse provided the customer with the following instructions, verify the proximal and machine tubing connections, verify the pressure and flow, replace the data acquisition (da) board. The rse then guided the customer on how to confirm that the proximal and machine connections were correct. The customer was also instructed to replace the motor control board. Investigation ongoing / resolution pending.